Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4). As follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a 7xx pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
Information received by medtronic indicated that insulin pump received no delivery alarm. Customer reported alarm did not occur during manual prime and event was resolved by reservoir change. No harm requiring medical intervention was reported. The device will be returned for analysis.